Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) can not be switched on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) can not be switched on. There were no known injuries.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h10 (type of investigation, investigation findings, component codes, investigation conclusion), h11. It was reported before use that the cardiosave intra-aortic balloon pump (iabp) could not be switched on. A meditec medical engineering team evaluated the device and confirmed the issue. Meditec replaced the power management board to resolve the issue and software update to version d.01. After the repair, maintenance and stk were carried out according to the manufacturer's specifications. Meditec confirmed calibrations, function test and test run ok. Device is ready for use. There was no patient involvement.